Event description:
The customer reported approximately less than 5 ml of fluid leaked from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of lab coat, gloves, and eye wear at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the waste tubing leading from the probe wipe rinse block. The fse replaced the tubing to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).